Manufacturer narrative:
(B)(4). The investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune femoral impactor and rp tibial impactor both cracked during case. Femoral impactor cracked when cracked femoral implant was being impacted and rp tibial impactor cracked when rp tibial tray was being impacted. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.